Event description:
Per the clinic, the patient experienced open circuit electrodes intra-operatively on e8 to e10. During device activation (specific date not reported), it was noted only 4 electrodes are passing impedances while the others were flagged as open circuits. The patient also experienced a migration of the electrode array. Reprogramming attempts were made; however, the issue could not be resolved due to failure to turn on device stimulation as most of the electrodes were in open circuits. This leads to loss of benefit. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.